Event description:
(B)(4) - chair going in circles per consumer. User said they may have hit something. Getting a 3 wrench flash, switched leads and went to a 4 wrench flash. Bad right motorsitting in chair. (B)(4).